Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: monitor 9736031 hd touch s8 ps svc h3) onsite functional and visual examination was performed by a manufacturer representative. The monitor power supply was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the monitor power supply was not working. After replacing the computer the representative could not get an image on the display. After further investigation it was found the plug on the end of the monitor power supply to have been damaged due to possible strain caused by moving the system around between lab and office. A new monitor was ordered and replaced the monitor power supply. All cables were tidied and the representative tied down the cable to remove strain on connection points. They placed velcro on the bottom of the monitor to prevent wobbling when system was being moved. The issue was then resolved. There was no patient involvement.

Manufacturer narrative:
H2, h3, h6) the 9736031 monitor (lot number: 21176177) was returned to the manufacturer for evaluation. The returned monitor included a damaged power supply that could not be connected. This was not considered a monitor failure. The monitor was tested on a known-good test bench and was found to be fully functional. There were no failures found. Codes c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.